Event description:
It was learned via the patient registry that a patient with a 19mm 11500a pericardial aortic valve underwent a redo aortic valve replacement procedure after an implant duration of two (2) months, 26 days due to unknown reasons. The explanted valve was replaced with a 19mm 11500a pericardial valve.